Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581, e2402 selected as there is no code available for a bitter taste in the mouth.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. The patient experienced feeling weak and went to sleep. The next day the patient was still feeling weak, had a bitter taste in the mouth, and had to vomit, and the cgm was reading 103 mg/dl and the blood glucose reading was 565 mg/dl. The patient called an ambulance and when the paramedics arrived, the blood glucose reading was over 600 mg/dl. The patient was taken to the hospital and eventually was admitted into the intensive care unit (ICU). The patient reported that she received treatment with a humalog pen and basal insulin. After 1 week the patient was transferred from the ICU to the geriatric care department and spent 2 more weeks here before being discharged. At the time of the report the patient was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.